Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs- linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: 7124717.

Event description:
It was reported that the patient was experiencing pain in the left thigh and left shin or calf areas during postoperative programming. This was new pain that the patient did not have prior to the placement of the trial leads. The physician explanted one of the infinion trial leads under fluoroscopic guidance. The explanted infinion lead was in good condition and showed no visible signs of defect. The patient may have a mild case of spinal stenosis in the thoracic areas were the trial leads were placed, per physician assessment. The patients pain related to spinal stenosis has improved after complete lead pull.